Event description:
The account reported that the brake casters would not hold. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Upon inspection, the technician found that the brakes would not hold at the foot end of the bed. The rental bed was swapped for a known working bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.